Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was cloudy. (B)(4) warranty is expired. The hospital did not report any patient effects. The evh scope vh-1111 was noticed during sterilization by the spd department as being cloudy. They sent e-mail asking if it was still under warranty, and if so could be replaced.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided and a review of the sales history to the account, the device was sold to the account in 2011. A review of the certificate of conformity (c of c) is not applicable because this event occurred well past the specified device lifetime reliability under a 1-year warranty; (B)(4) uses at average volume and (B)(4) uses at high volume.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was cloudy. Serial number (B)(4) warranty is expired. The hospital did not report any patient effects. The evh scope (b)(64 was noticed during sterilization by the spd department as being cloudy. They sent e-mail asking if it was still under warranty, and if so could be replaced.